Event description:
It was reported that the cobra grasper instrument blue housing was noted to be coming apart prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one of the snaps of the housing was broken; as a result, the housing separated from the chassis. The evidence was inconclusive, but the damaged snaps were likely due to mishandling/misuse. Failure analysis also observed that the main tube appeared to have a stripped epoxy coating layer. This resulted in the fiberglass layer underneath the epoxy layer to be exposed. The damage occurred along the entire length of the main tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.